Manufacturer narrative:
(B)(4). Investigation summary: it was reported a pull off suture needle issue. One dispensed suture of product code sxpp1a406 was returned for analysis. During the visual inspection of the suture, the insertion did not meet the requirement. In addition the needle was not received for evaluation. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.